Event description:
Patient's legal counsel reported that patient underwent total hip replacement surgery on or about 2006. A review of invoice history confirmed that the initial surgery occurred on (B)(6), 2005. Subsequently, patient was revised on (B)(6), 2006, due to pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-00303). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip replacement surgery on or about 2006. A review of invoice history confirmed that the initial surgery occurred on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2006 due to pain. Additional information was received in legal allegations. Patient's legal counsel reports patient allegations of nerve damage, foot drop, femur fracture, pain, dysfunction, loss of range of motion, metal-on-metal wear, elevated cobalt and chromium metal ion levels, inflammation, and damage to surrounding bone and tissue. Review of invoice history indicates the head and taper adapter were removed. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted the left hip revision was due to pain and chronic inflammation with elevated lymphocyte count. Operative report further noted no obvious loosening, tissue staining or evidence of excessive metal-on-metal wear present. The modular head and taper adapter were removed and replaced. The acetabular cup was removed and replaced with a competitor¿s component.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.